Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of session records indicated intermittent ventricular undersensing. Upon interrogation, it was stated that pause episodes with no sensing occurred due to loss of contact with the tissue. The patient was seen in clinic. Programming changes were made. The patient was stable.

Manufacturer narrative:
Correction : serious injury should have been checked in previous follow up report.

Event description:
New information received states that device was interrogated. Upon interrogation, multiple episodes with false readings due to noise was noted. Further review of egm indicated noise was due to unstable tissue - implantable cardiac monitor (icm) contact in device pocket and was non-programmable. The patient presented to the procedure on (B)(6)2018 with cryptogenic syncope and bradycardia. The procedure was successfully completed. No complications were reported and it was stated that the patient will be discharged later that day.

Event description:
New information received states that the device was intermittently undersensing and sometimes lasted longer resulting in multiple false and brady episodes. Patient was sent to cath lab and fluoroscopic examination was performed to determine the migration, overall movement and location of the device. Patient was tested in different positions. It was noted that there was device movement at different positions. The device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of undersensing was not confirmed. The device was visually inspected on the feed through pins and was also tested at the bench and no anomalies were found. Sensitivity test was performed under maximum sensitivity settings and the device was able to sense within the product specification. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.